Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support and the physician suspected lead insulation damage to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event rather than explanted and replaced as previously reported.